Event description:
Caller reported a minimum fill notification. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Customer service instructed the caller to clean the pneumatic tap area on the pump. Although the caller declined to reload the same cartridge, they were guided through filling and loading a new cartridge using the proper techniques.